Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged battery charger. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG recognition test. Upon investigation the electrode belt ECG "c&d" cable were broken, damaging the lead 1 and lead 2 wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's battery charger was non-functional. A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG recognition test. Upon investigation the electrode belt ECG "c&d" cable were broken, damaging the lead 1- and lead 2- wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.